Manufacturer narrative:
Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify low battery alert due to critical pump error. Insulin pump received with corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and faded serial number label. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the battery compartment after it was dropped in the bathtub. The insulin pump was also exposed to moisture and since then insulin pump was requesting a battery every 2 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.